Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported no flow while using an unknown access administration set. According to the report, the customer stated the connection appears to be made but the flow of fluid is inhibited. It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample availability is currently unknown. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.